Event description:
A report was received that the patient was experiencing a sharp pain and heat around the ipg site even when not charging. A fluid around the site was also noted. The patient had a toradol shot at the pocket site.